Manufacturer narrative:
The attachment was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that this attachment overheats. There is no report of this event occurring during a procedure, and there is no report of any pt involvement. There were no adverse consequences reported as a result of this event.